Event description:
During a demonstration of the device, the surgeon burned his finger holding it against the tip. There was no patient contact or involvement. It was reported that the surgeon used the tip in a manner that the instruction for use (IFU) warns against. The user was concern of the extreme heat the device could cause when it is compressed against something or if it used in tight spaces in the cervical area. Additional clarification was received from the sales representative on (B)(6) 2015: when the surgeon's finger pressed on the tip, the heat made him pull his finger away. The surgeon did not actually burn on his finger.

Manufacturer narrative:
Results: device history record reviewed for this product ID lot # tl-267329 manufactured on february 12, 2013 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr's, variances or rework. A two year look back for reported failure and or related to "improper function" for product ID nxt3220 and nxt3220 ea shows that 2 complaints were received including this case. No new design or manufacturing trends have been identified. Conclusion: the product involved in this case was not submitted for review, but clarification was later provided stating that injury to the end user was not a result of this incident and that the most likely cause to the experience was attributed to not properly following the instructions for use.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.